Manufacturer narrative:
(B)(4) service rep went on site and evaluated v series monitor and found that the issue is with the vdock pogo pins losing tension. V dock was replaced and monitor put back into service.

Event description:
Customer reported v series pt monitor turned black and rebooted which may have affected pt monitoring. No pt injury reported.